Event description:
It was reported that the right ventricular (rv) lead impedance had increased into a high range from a normal chronic value over the course of several weeks, possibly due to fracture. An alert had been observed for the high impedance and short interval counts (sic). It was also reported that impedance measurements seen through the implantable cardioverter defibrillator (ICD) were more unstable than through the analyzer, possibly due to a grommet or setscrew problem. The lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and that the criteria for the right ventricular lead integrity alert (lia) were met. Also observed was oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis comments are as follows: 12 non-sustained episodes of <(><<)> 220ms ventricle-ventricle cycles are recorded on (B)(6) 2013. 3368 of 3435 lifetime ventricular sic occurred since (B)(6) 2013. A lia triggered on (B)(6) 2013 due to meeting the conditions for abnormal lead impedance and ventricular sic. A subthreshold lead impedance alert was recorded on (B)(6) 2013. The ventricular pacing impedance rose from an approximate baseline of 1200 ohms to >4000 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.